Event description:
I underwent surgery for a right total hip arthroplasty. The surgery was performed by dr. He used a s-rom 11x1630 +6filler component with a +3x28 femoral head, a pinnacle 52 cup with two screws and a 10 degree 28 liner. Everything appeared to be fine until I went into recovery. While in recovery, it appeared that my hip had dislocated anteriorly between the operating room and the recovery room. My dr was called about the x-ray. It looked like the hip was subluxed and when the dr checked me, foot was externally rotated. I was still under spinal anesthesia and finding that my hip was already out of joint, he adjusted my hip back into place. During my rehabilitation (about 4 days later), even though I had not experienced any further dislocations, I was experiencing an uncomfortable sensation that it was about to pot out and was having some clicking and felt a motion and popping in my hip when I walked. My rehab was cancelled at that point and I was scheduled for surgery again. This time it was for a revision of right total hip with repositioning of the acetabular component, changing the plastic liner to +410degree liner and, changing the femoral stem back with a new 11x16z cone and 11x16 30 + 6 off set stem and 28 + 9 femoral head. At the time of surgery, the cup was a little over anteverted. However, the morris taper between the cone and the stem was not working properly. The stem was noted to be retroverted from where the dr had previously put it and once he had fully impacted this, he could loosen the taper with his hand. The morris taper was not locking. Therefore, the system was removed and sent back to the company (depuy) for evaluation. The system was replaced with another. Because of a defective product, I was subjected to the risks and trauma of another surgery in just 4 days of each other. Not to mention the trauma to the muscle and bone. It also slowed the progress with the second device that was implanted. It was identical to the first device, but it is working properly. The company, depuy, did send a report back to the dr after their evaluation, and claimed that there was nothing wrong with the device. But it clearly did not work, and my dr is very experienced with this device. He has been using this same device for over 14 years and has instructed other dr's on implanting this device. It has been and still is his choice of product. I have full confidence in my dr and am just as sure as he is that this was a defect in the product.